Event description:
It was reported that the li61aor intraocular lens was inserted into the pt's right eye using a ez-28 delivery system. The capsule broke and the lens fell to the back of the eye. A second li61aor lens was implanted in the sulcus. The incision was enlarged and sutures were used. The original lens remained in the back of the eye. The pt's bcva 1 day post op was 20/80+1. The pt's most current prognosis was described as good, treatment pending retinal eval. Please ref MDR# 1119279-2012-00134 for the intraocular lens.

Manufacturer narrative:
According to the info received, the surgeon noticed a slight burr and a split on the tip of the ez-28 inserter after it was withdrawn. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.